Manufacturer narrative:
The device was evaluated by ventec where the reported issues of displaying a "patient circuit disconnected" alarm and measuring lower peep (positive end expiratory pressure) than set was confirmed. Ventec replaced the external flow module (efm), internal flow transducer (ift), as well as the efm tube (which had a tear) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm, ift and efm tube; however further root cause could not be conclusively determined.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was displaying a "patient circuit disconnected" alarm and was measuring lower peep (positive end expiratory pressure) than set. There was no patient involvement associated with the reported event.